Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure this left ventricular (lv) lead perforated the coronary sinus. The lead was repositioned and remains in service. No additional intervention was performed and there were no additional adverse patient effects reported.